Event description:
This notification was initiated following periodic maintenance 2 performed on a trilogy evo ventilator. During final testing, the device failed the "active exhalation verification" step. This test is designed to ensure proper function of the exhalation pathway, which is critical to the safe and effective delivery of ventilator therapy. Upon failure of this test, the proportional valve and 3-way solenoid valve were replaced. After the components were replaced, the device passed final test, battery check, valve check, and run-in tests. The unit was cleaned and confirmed to operate properly.